Event description:
It was reported that the interpulse handpiece with high flow tips were being used in a procedure when they continued to fall off the handpiece. It was confirmed that the tip and no fragments from the tip fell into the surgical site. The procedure was completed successfully with a back up device. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Customer discarded the device.